Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with meropenem, 1.5 grams, injection (route and frequency was not reported) and heparin 1000 units each bag for three days. On an unreported date, the patient was treated for the peritonitis with vancomycin, one gram, "ad" intravenously (frequency not reported). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available.